Event description:
Additional information received reported that the patient still had concerns with their device or therapy but had not sought further help. The patient stated that he felt coerced into agreeing to have the device installed. The patient stated that it did not help at all and their current doctors just shrug their shoulders when the patient asked about removal.

Event description:
It was reported that the spinal cord stimulator (scs) never really worked for her since implant on (B)(6) 2010. The patient stated that she never really knew when her pain was going to occur. The patient stated if she would leave the stimulator on her hair would stand up. The patient met with manufacturing representatives after implant on (B)(6) 2010 and they tried to adjust it but it never worked. The patient had pain in ¿feel¿ all the time. The patient¿s knee jerked. The patient reported that he was 77 and every doctor they spoke to about having the implantable neurostimulator (ins) removed did not give the patient a straight answer. The patient reported that the doctor wanted to do an MRI because they thought that they patient may have ms. The patient was told that they could not have an MRI.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).